Event description:
On (B)(6) 2013, the patient's father reported that the vns did not succeed in controlling the patient's seizure activity and "eventually the generator stopped working". It is unclear what is referred to by the "stopped working". Attempts are in progress for additional information; however, no additional information has been provided.

Event description:
Attempts for additional information have been unsuccessful .

Manufacturer narrative:
.